Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the connector block was broken. Analysis also found the ring screw was contaminated, the encoder nuts were not torqued to specification, one self-test stuck button was detected (on/off) and one self-test stuck button was recovered (on/off). All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator's connector block was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).